Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0bfhx, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# v674526, implanted: (B)(6) 2011, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A consumer reported the patient had intermittent/erratic therapy and a loss of therapy. For the last month or two, the patient had more difficulty walking and they froze a lot. 3-4 weeks ago, the patient met with their health care provider (hcp) and their settings were changed. The patient lost the ability to increase stimulation, but they were able to decrease stimulation. At some point, the patient walked well when they were on group b, but that only lasted for a while. Last week, the patient was dehydrated, passing out, in atrial fibrillation, and spent a night at the hospital. The patient was discharged the following day. The patient was worried a stress test they had done last week may have done something, but the symptoms started prior to the test. The patient programmer also showed a telephone and hcps face twice on the day of this report. The programmer was found to be in icon mode with no warning screen. The patient's indication for use is parkinson's dual. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.